Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported the dilator could not be advanced through the catheter as the dilator tip was damaged and frayed. As a result, the procedure was completed with a different dilator.